Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. A field engineer examined the equipment and was unable to reproduce the errors, performed numerous home tests and full driver tests and no errors could be replicated. System passed all manufacturer´s specifications.

Event description:
It was reported that on july 31st during a brevera procedure, the tech heard clicking sounds from driver and was unable to clear the errors. Unable to complete the procedure had to reschedule the patient. A field engineer examined the equipment and was unable to reproduce the errors, performed numerous home tests and full driver tests and no errors could be replicated. System passed all manufacturer´s specifications. Needle was inside the breast when errors occurred. No additional intervention required. No other information available.